Event description:
Information received by medtronic indicated that the customer received insulin pump error 23, error 25, error 68, error 49, and error 75 alarms. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated they were able to clear the alarms and complete the pump rewind; however, the self-test was not passed, and the pump was not turned on. The customer will discontinue using the device and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp mdt-1885 minimed 780g ous system ble connect 3.0 mmol/l which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 6.7v. Retainer ring = black. Pump case: ngp . Customer returned pump for an alleged pump error 23, pump error 25, pump error 49, pump error 68, pump error 75, blank display, and device test failed found on (B)(6) 2023. Pump passed displacement test and active current measurement test; however, pump did not pass self test and sleep current measurement test. Test p-cap successfully locked into the reservoir tube. No blank display noted. Pump error 75 alarmed during self test. No unexpected pump error 23, pump error 49, or pump error 68 noted during testing. Pump successfully downloaded to thump. Confirmed pump alarm pump error 23 on (B)(6) 2023 13:59:28.000, pump error 25 on (B)(6) 2023 12:00:00.000, pump error 49 on (B)(6) 2023 08:02:35.000, pump error 68 on (B)(6) 2023 08:02:35.000, pump error 75 on (B)(6) 2023 16:05:49.000 in pump downloaded history. The power management graph confirmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and did not function properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), and minor scratches on lcd window. In summary, customer allegation for pump error 25 and pump error 75 was confirmed due to j6 connector resistance issue. Pump error 23, pump error 49, and pump error 68 was not confirmed. Blank display was not confirmed. Device test failure was confirmed during self test and sleep current test due to moisture damage. Exposure to moisture was confirmed on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.